Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2020-04471. This report is being retracted as it is duplicated. Report 1818910-2020-04471 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dislocating. Poly was exchanged to a 10 and head changed to a +9. Doi: (B)(6) 2019; dor: (B)(6) 2020; left hip.